Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (50-60 mg/dl). The customer's doctor stated that the customer's body had become more sensitive to insulin. The doctor instructed the customer to set a temporary rate for a smaller basal rate; however, the customer continued to experience low bg's. Reportedly, the customer reverted to a backup pump and since using backup pump, bg levels have stabilized.